Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It is reported that the patient experienced pain, bleeding, incontinence, erosion of her internal tissues, and she has undergone medical treatments & examinations, and is due to have a revision/removal surgery after a 1.5cm area of exposed mesh was diagnosed. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-04409. The same patient is represented in each medwatch

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2008 due to pelvic organ prolapsed and urinary prolapsed. Following insertion the patient experienced pain, erosion, extrusion, mesh exposure, urinary/bowel problems, organ perforation, fistulae, bleeding, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, cystocele, and weakened pubocervical fascia and mesh was implanted along with the concurrent procedures of vaginal extraperitoneal colpopexy and anterior colporrhaphy.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a suburethral sling implant, excision of exposed mesh, closure of vaginal defect and cystoscopy on (B)(6) 2012, due to recurrent sui, urethral hypermobility and exposed vaginal mesh from prior graft.